Event description:
It was reported that (1) device was used during a laparoscopic nissen. It was reported by the affiliate that the bb10 instrument was used to grasp the fundus of the stomach and resulted in some gastric tearing to the fundus. Sutures were used to ligate the tear. The procedure was complete by adding sutures in gastric fundus.